Event description:
The patient¿s legal guardian reported that blood glucose levels were above 400 mg/dl while wearing the pod. Insulin leakage was reported during wear, with insulin smell noted, and the cannula was reported as bent after removal, despite having inserted into the patient¿s skin. No treatment details were reported.

Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.